Event description:
Talent, valiant & endurant stent grafts and non mdt stent grafts were implanted in patients in chevar procedures on unknown dates. The following malfunctions were reported; type ia endoleak, ib endoleak, type ii endoleak, endotension, kinking the following adverse events were reported; stroke, rupture, rtad, occlusion, infection, pseudoaneurysm, ischemia, hematoma, patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.